Event description:
It is reported that the stem is not shaped correctly, and would not accept the centralizer. A new stem was opened and implanted.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.